Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp flex for mechanical circulatory support. It was reported that high purge pressure, purge system blocked alarm occurred. The impella rp flex was already inserted and operating at p-5 level. It was noted that the purge tubing was attached incorrectly and was attached to the sidearm. The physician continued with the case. Fluid dextrose five was changed to dextrose ten with improved purge flow. Additionally, mobile thrombus was noted on the exterior of the cannula of the impella rp flex. The patient was placed back on cardiopulmonary bypass (cpb) and impella rp flex was placed in surgical mode while the thrombus was removed through incision into right atrium. The patient was weaned from the cpb. Flows were optimized prior to transfer to the intensive care unit (ICU). It was further reported that the patient had the impella rp flex placed in the same operative setting as the left ventricular assist device (lvad). Despite high flows reported by the impella rp flex console, the lvad was never able to ramp up to optimal flows for the patient. Additionally, the right ventricle remained distended with high filling pressures and significant pulmonary artery pulsatility. The position was optimized in the operating room by transesophageal echocardiogram and on the ICU unit with a chest x-ray without resolution to right ventricle distention and lvad flows remained suboptimal. There was no reported harm to the patient and the patient survived the event.

Manufacturer narrative:
The investigation has been completed. The pump was not setup correctly before implant and therefore was not primed and there was no purge flow at the start of support. Thrombus noted later during procedure. It was further reported that there was low pump flow during the case with impella rp flex in the same setting as left ventricular assist device. The data logs confirmed high purge pressure and purge system blocked alarms. The logs showed high purge pressure immediately upon case start which resolved and did not re-occur for the rest of the procedure. Additionally, there was a motor current spike followed by a drop in flow. The pump was inspected and there were no visual abnormalities and the high purge pressure did not reproduce. The root cause of the low pump flow was biomaterial ingestion. As the necessary information was not provided, the root cause of the thrombus was not determined. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-13973. H.6 code 4641 was inadvertently omitted from the initial manufacturer device report number: 1220648-2024-13973.